Event description:
The physician reported that a patient has been referred for lead revision due to high impedance found during system diagnostics. The physician could not confirm that the fall in november contributed to the high impedance event. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
An implant form was received confirming that the patient's generator and lead were explanted and replaced. The form indicated that the generator was replaced prophylactically. The reason for lead revision was previously reported to be due to high impedance. The explanted product has not been received to date, however it is historically known that the explanting facility will not release explanted products. No other relevant information has been received to date.